Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. There were two (2) rows of proximal stent struts and one (1) row of distal stent struts that were flared and bent. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified and severely tortuous right coronary artery. A 2.25mmx8mm liberté¿ bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was then noticed that the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified and severely tortuous right coronary artery. A 2.25mmx8mm liberté¿ bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was then noticed that the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.